Manufacturer narrative:
The product in question was investigated in the manufacturer laboratory with the following result. A pls-I oxygenator with tubes and centrifugal pump was returned. The sample was contaminated. Rinsed with water. No clots are visible and no clots were flushed out. Purified with sodium hypochlorite. Circuit created with water and the rota flow drive. The flow behavior and the pressure behavior show no abnormalities. No further abnormalities noted. Failure can not be confirmed. Thus the failure could not be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: during the procedure, the oxygenator opposed a high resistance to blood flow until the centrifugal pump was blocked. The oxygenator module was replaced with a new one. No harm to the patient was reported. (B)(4).